Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the endoscope was received with damage to the proximal hermetic seals resulting in fluid invasion and subsequent major damage to the optical components. Due to the extensive damage, the scope must be scrapped. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure the endoscope was noted to be missing the glass lens on the end. No patient harm, adverse outcome or injury was reported.